Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed the device was returned within the dispenser hoop. Slight resistance was noted when attempting to remove the catheter. The dispenser hoop was flushed with saline and the catheter was then removed with ease. Visual and tactile testing were performed on the catheter. Peeling coating was noted on the catheter shaft at 74.3cm from the proximal end. The outer diameter of the defect was 0.0535. An appropriate sized mandrel was advanced through the hub with no restrictions. All dimensions which were measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user error as continuous flush was not maintained as instructed in the dfu. (B)(4)

Event description:
Reportable based on analysis completed on (B)(4) 2011. It was reported that during a reservoir treatment procedure, the microcatheter would not insert into the sheath. The intended target location was the liver. A 5fr non bsc introducer sheath was placed. The renegade microcatheter was attempted to be inserted into the sheath, but was unsuccessful. The procedure was completed with another of the same renegade. There were no patient complications reported and the patient's status is good. However, device analysis revealed the coating of the microcatheter had peeled.